Manufacturer narrative:
Follow-up #1 (B)(4) 2012-device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2012 with the following findings: the pump buttons were found to be not functional. The keypad was removed and no button contact defects were found. The pump was opened and moisture and corrosion was found on the keypad flex connection. Unrelated to the complaint, the display screen was found to be not functioning.

Event description:
The patient contacted animas on (B)(6) 2012 and stated the keypad buttons were unresponsive after water exposure and was unable to pass verification screen. The patient denied damage to the keypad or trauma to the pump and noted moisture behind the display screen. There is no reported adverse event with this complaint. This complaint is being reported due to the alleged keypad response issue.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.